Manufacturer narrative:
An event of stroke post implant procedure, and patient effects of headache, cognitive changes were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported stroke could not be conclusively determined. It is possible due to procedural conditions and patient conditions. However, this cannot be confirmed. The reported headache, cognitive changes appeared to be symptoms from the reported stroke. The reported unexpected medication and hospitalization were case-specific circumstances as patient was administered to hospital and medication was provided for the patient effects. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant aortic balloon valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure 1 to 2 hours later, the patient had a left hemiplegia stroke. The patient experienced confusion, headache and disorientation. Medication was administered to treat the event. The patient had an extended hospitalization. The physician believes that the patient experienced adverse health consequences due to the performance of the non-abbott product used for pre-dilation. The patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant aortic balloon valvuloplasty (pre-bav) was performed using a 25 mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure 1 to 2 hours later, the patient had a left hemiplegia stroke. The patient experienced confusion, headache and disorientation. Medication was administered to treat the event. The patient had an extended hospitalization. The physician believes that the patient experienced adverse health consequences due to the performance of the non-abbott product used for pre-dilation. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.